Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power, low battery or battery out limit alarms or blank display was noted. The battery compartment was inspected and no corrosion was found on the battery contacts, spring, or tube. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that the display stays blank on the insulin pump unless the pump is shaken really hard. During troubleshooting, it was discovered that the insulin pump had not been bumped, dropped, or exposed to moisture. The customer stated the contacts on the battery ap were not missing or damage and the battery compartment was neither damaged nor corroded. However, the spring was stated to be corroded. The customer was advised to discontinue use and revert to a back-up plan. The customer also stated that she received a battery out limit alarm during troubleshooting, after the batteries were out of the insulin pump for a greater duration than allowed by the pump. Her blood glucose was 153 mg/dl. Nothing further was reported.